Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not delivering insulin properly. Customer's blood glucose (bg) was low, however, a specific value was not provided. To address bg, customer ate food, but delivered a food bolus to cover consumed carbohydrates which prolonged the low bg. Customer also chose to adjust pump settings to address bg level. Reportedly, the customer declined further troubleshooting and declined to provide any additional information.